Event description:
On (B)(6) 2012, the patient left a voice message, stating she had a hypoglycemic episode after she took insulin via the pump. On (B)(6) 2012, the patient gave a correction bolus insulin dosage based on a blood glucose reading of 300 mg/dl and what the pump settings recommended. Then she went to lie down and awoke to treatment administered by the paramedics for a blood glucose reading of 22 mg/dl. She was given juice at the time of concern. The patient could not provide any information about what could have attributed to the alleged hypoglycemic episode. Patient recently had a gastric pacer surgical procedure for gastroparesis. The patient reportedly is a long time insulin pump user and understands how to use the pump. He has not had a low blood glucose incident like this in a long time. Animas made several attempts to contact the patient for more information but the patient has not call back. This complaint is being reported because the patient had a low blood glucose reading of 22 mg/dl and received medical intervention after she took insulin based on the insulin pump treatment. It is not clear whether diabetes management, use error, intentional misuse, or product malfunction attributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported events due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.